Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced replace battery now alarm. The customer's blood glucose value was unknown. The customer stated that they changed the battery several times a day. The customer stated that he did not receive a low battery alert prior to the replace battery now alarm. The product was returned for analysis.